Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp was told by the patient that the ins wasn¿t working, and it wasn¿t doing anything for her.